Event description:
A consumer reported via the manufacturer&#38112;representative (rep) they were noncompliant with recharging since implant. Due to noncompliance the battery became overdischarged for the third time. Due to this the battery was unable to be charged after multiple trickle charges were attempted. The issue was not currently resolved but there was no surgical intervention planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.